Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2017 with the following findings: a review of the black box showed power on reset events on (B)(6) 2017. The returned battery was undamaged and was able to fit. Moisture corrosion was found in the display screen. A leak test was performed and failed due to a battery compartment leak. The pump powered up with auditory and vibratory alarms to a blank display. The pump cover was removed to find further moisture to the power printed circuit board. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The power complaint was unable to be adequately investigated due to the blank display.